Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation summary: according to the information received, it was reported that a patient developed capsular contracture and breast asymmetry. During evaluation of the sample, a crease was observed on the posterior aspect. No other anomalies were discovered. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reason for device explant and/or reoperation: capsular contracture, ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) female underwent primary breast augmentation with mentor memorygel breast implant 350cc gel breast prostheses and experienced left sided baker¿s grade iii capsular contracure post procedure. Additionally, bilateral ptosis and right sided capsular contracture were noted (baker's grade unknown) as a result, device replacement with 375cc mentor memorygel breast implants was performed on (B)(6) 2019. This medwatch report is for the patient¿s left breast prosthesis.